Manufacturer narrative:
Eight (8) used company cartridges were returned loose. Two of the eight were individually inside opened pouches. The cartridge were marked numerically for this evaluation. Sample one: viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. Sample two: viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. Sample three: viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Heavy stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. Sample four: viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. Sample five: inadequate viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Stress lines were observed in the thick nozzle cone wall of the cartridge. The stress continued on into the thinner tip area. Heavy stress lines were observed in the cartridge tip. The posterior of the nozzle was cracked and the damage travelled into the tip area. The left side and the right side of the cartridge tip was cracked. The damage extended forward and down toward the posterior. The posterior of the cartridge tip exit was cracked and broken. The broken portion of the cartridge material was still attached. Sample six: inadequate viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. Sample seven: viscoelastic was observed dried in the cartridge. The cartridge has evidence of handpiece use. Very light stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. Sample eight: viscoelastic was observed dried in the cartridge. The cartridge does not have evidence of handpiece use. Stress lines were observed in the cartridge tip. The stress lines were most likely interpreted as the reported complaint. There were no cracks observed in the cartridge tip. The cartridges were cleaned for further evaluation. Top coat¿dye stain testing was conducted for each cartridge with acceptable results. Information was provided that indicated the use of company lenses (models/diopters unknown), company handpieces (models unknown) and a viscoelastic (provisc). Without the specific information for these associated products it cannot be determined if qualified combinations were used. One final root cause cannot be determined for the reported complaint of ¿defective tip design (microcracks)¿ for each of the returned cartridges. Eight used samples were returned and evaluated. One of the eight used samples had cracked and broken damage. The root cause for this sample is most likely related to a failure to follow the IFU. This sample had an inadequate amount of viscoelastic. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The damage to this sample started in the thick cone wall section of the cartridge. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The IFU instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The remaining seven had various degrees of stress lines with no cracked tip damage observed. The stress lines may have been interpreted as the complaint. Cartridge stress is an expected occurrence and does not denote a cartridge deficiency.¿ however, it can be more pronounced if there is an inadequate amount of viscoelastic between the lens and the cartridge lumen or if the lens is not positioned correctly.¿ one of these seven had an inadequate amount of viscoelastic. In addition, if the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens.¿¿ also, sample eight had evidence of not being properly secured into a handpiece. If a lens was advanced without the cartridge being securely seated into a qualified handpiece, this can allow the handpiece to enter the loading area incorrectly, resulting in lens delivery difficulty or damage. It is unknown if qualified lens models/diopters, and qualified model of company handpieces were used with each cartridge and viscoelastic. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of alcon qualified foldable iols. Alcon foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens implant procedure, cartridge found to have defective design of the tip (microcracks), which causes difficult implantation of the lens. There was patient contact noted. No further information expected.